Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni+3) results for one (1) patient involving the access 2 immunoassay system. The customer stated the falsely elevated access accutni+3 results were reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer reanalyzed the patient's sample on this access 2 immunoassay system and obtained lower results. Additional samples from this patient were also analyzed and produced similar, non-reproducible elevated access accutni+3 results. The customer stated the instrument generated non-reproducible results for a second patient; this patient's results are reported in MDR # 2122870-2015-00039. The customer noted quality control (qc), calibration curve and system check were within expected ranges. In addition, the customer performed a fifteen replicate precision test for the access accutni+3 assay which performed within assay performance specifications. The patient samples were collected in both lithium heparin plasma tubes and serum tubes. The samples were centrifuged at 3400 rpm (revolutions per minute) for 10 minutes. Service was requested and a beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The customer did not supply the patient's date of birth or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse discovered that the mixer belt was warped causing splashing within the sample reaction vessels (rvs). The fse replaced the mixer belt, mixer pulleys and pinch roller assemblies. In addition, the fse found that there were bubbles appearing within the wash pump upon priming the wash station. The fse replaced the wash valve seals, rotor and stator. All verification testing passed within published performance specifications. In conclusion, the warped mixer belt which was causing splashing and the wash valve seals allowing air into the wash system were the cause of this event. All associated mdrs in this event are: 2122870-2015-00038; 2122870-2015-00039.